Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The primary investigator reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 477 mg/dl at the time of incident with ketones 3.2 mmol/l. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer stated that glucose came down after site change. Customer also stated that they receiving no delivery alarms. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.